Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history record) for the libre reader indicated by the serial number provided by the customer was reviewed, and the DHR showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the high/low glucose alarms did not sound, and due to this the customer lost consciousness due to hypoglycemia. The customer reported requiring unspecified treatment from both a neighbor and paramedics. Treatment details were not provided. There was no report of death or permanent injury associated with this event.